Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: multiple kinks were identified along the hypotube shaft. A kink was identified 13cm from the bumper tip of the device. Microscopic examination of the balloon identified a pinhole above the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The pinhole was above the proximal markerband, no issues were noted.the device was attached to an encore inflation unit. The pressure could not be maintained as a pinhole was located above the proximal markerband when attempting to inflate to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.